Event description:
Ous MDR - after an implantation time of about (B)(6), a dislodgement was reported. No deterioration of the pt's health was reported. The lead was repositioned.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.